Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of bleb perforation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving). Severity noted as mild. Event is noted as unresolved/stable. Treatment is noted as cyclogyl. Patient later experienced bleb leak. Severity noted as moderate. Event is noted as resolved with sequelae. Treatment is noted as suture repair and predinisolone and ofloxacin.